Event description:
The customer reported, the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The respironics field service technician verified the customer reported problem. The service technician reported a diagnostic code that indicated a ventilator restart. The service technician replaced the power switch to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na